Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that during the deployment of the greenfield filter that the filter deployed properly and the patient tolerated the procedure well. The patient received a CT scan without contrast of the abdomen on (B)(6) 2017. Findings revealed that the greenfield filter is mildly tilted, with the apex of the filter probably touching the anterior wall of the ivc. No distinct evidence of perforation of the ivc.